Event description:
It was reported that the patient presented to the ER after receiving a vibratory alert for low, out of range, hv lead impedance. Measurements were in range when tested in clinic. Device will be monitored. No further impedance anomalies have been observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.